Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer observed a persistent error on the integrated electro surgical unit (iesu) generator during energy activation. The customer received phone support from the technical support engineer (tse). The tse confirmed the related error in the onsite logs and advised the customer to perform a reboot of the iesu. However, the issue was not resolved. The customer elected to use a third-party generator to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the system underwent a functionality check before being used and powered on without any errors.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replicated the issue and verified the related error in the system logs. The fse replaced the iesu to resolve the issue. Isi did receive the da vinci product involved with this complaint and performed failure analysis. The iesu was tested on an in-house system in normal mode and the reported failure (error c-34) was verified and replicated.